Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call software error detected alarm and external ram crc error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the software error detected alarm was performed. Customer advised they reset and rewound the insulin pump successfully. Customer advised the insulin pump alarm recurred after replacing the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed unexpected restart error test and displacement test. No unexpected restart, external error alarms or unexpected restart alarm after battery change or reset time/date anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.